Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "parts fell from the tip" could not be further presumed from the information obtained for this investigation, and the device was not returned to the legal manufacturer. It was reported that the event was reproduced by the user facility. The instruction manual contains the following detailed relevant descriptions: "regardless of the flexibility of the endoscope¿s insertion section, do not attempt to bend it with excessive force. Otherwise, patient injury may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leaking at balloon channel, bending section is loose and adhesive of the bending section rubber is removed and its glue is cracked. Bending section rubber glue has cracks. Red crack in the image. Ultrasound medical image has excessive broken elements. Plastic distal end cover has missing pink rubber and deep scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the orange tip on the distal end including the bending section rubber of the evis exera ii ultrasonic bronchofibervideoscope was broken and fell off. There were no reports of patient harm.